Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysto /reverse it') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced abortion spontaneous ("miscarriage") and was found to have a pregnancy with contraceptive device ("pregnant with essure micro-insert"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, abortion spontaneous and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, medical device removal and pregnancy with contraceptive device to be related to essure. The reporter commented: patient experienced another pregnancy episode which is captured under case number- (B)(4) concerning the injuries reported in this case, the following one was reported via social media: medical device removal quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received- new event hysto/reverse it was added. Case was upgraded from non-serious incident to serious incident. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysto /reverse it') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced abortion spontaneous ("miscarriage"), was found to have a pregnancy with contraceptive device ("pregnant with essure micro-insert") and was found to have weight increased ("weight gain 25 lbs") and weight decreased ("I lost"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, abortion spontaneous, pregnancy with contraceptive device, weight increased and weight decreased outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, medical device removal, pregnancy with contraceptive device, weight decreased and weight increased to be related to essure. The reporter commented: patient experienced another pregnancy episode which is captured under case number- (B)(4). Concerning the injuries reported in this case, the following one was reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received: new event weight decrease & weight gain 25 lbs was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abortion spontaneous ('miscarriage') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device ("pregnant with essure micro-insert"). At the time of the report, the abortion spontaneous and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous and pregnancy with contraceptive device to be related to essure. The reporter commented: patient experienced another pregnancy episode which is captured under case number (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: sm received: events added- abortion spontaneous, pregnancy with contraceptive device, device ineffective. Reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.